Event description:
It was reported that the patient was using magic 3 go catheters 6 to 8 per day. Patient had several problems with the wrappers not opening properly. Also stated that the extra little piece of the packaging was coming loose vs staying stuck to the wrapper. This extra loose piece to contend with, which often lands in the toilet, on the floor and is just one more thing to contend with while trying to use this product properly. Patient last boxes also have an additional issue where almost it is impossible to grab the little flap that needs to be pulled to open the package in the first place, seeming to be almost glued down. Per follow up on (B)(6) 2021, customer stated some of the intermittent catheters were bent and it kept occurring intermittently, but frequently.

Manufacturer narrative:
The reported event is unconfirmed - product met specifications. Visual evaluation noted 57 unopened magic3 go catheters were received. Samples were tested , general inspection level ii. Visual inspection of samples noted no bends, nicks, gouges, or damage to the catheters. This meets specifications in stating parts shall be free of mechanical damage, holes, tears, scratches, or gouges, when visually inspected. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using magic 3 go catheters 6 to 8 per day. Patient had several problems with the wrappers not opening properly. Also stated that the extra little piece of the packaging was coming loose vs staying stuck to the wrapper. This extra loose piece to contend with, which often lands in the toilet, on the floor and is just one more thing to contend with while trying to use this product properly. Patient last boxes also have an additional issue where almost it is impossible to grab the little flap that needs to be pulled to open the package in the first place, seeming to be almost glued down. Per follow up on 10may2021, customer stated some of the intermittent catheters were bent and it kept occurring intermittently, but frequently.